Event description:
It was reported that the patient presented for a post-op follow up. Upon review, the leadless pacemaker exhibited loss of capture and sensing. X-ray imaging and a computed tomography scan were performed, confirming that the device had dislodged into the right pulmonary artery. The device was successfully retrieved, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received yet.

Manufacturer narrative:
Reported events of dislodgment, failure to capture, and failure to sense were not confirmed. Visual inspection of the device found the outer and inner helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. Analysis performed, including output verification and sensitivity test found no anomaly contributing to reported event of capture or sensing problem. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.